Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified the shaft of the sheath near the tip transition was broken with a cut and internal parts exposed. Initially, it was reported that when the vizigo sheath was placed on the table, the tip of the vizigo sheath was discovered to be bent and scrunched up. The reporter stated that they did not have another vizigo sheath to replace it with. The procedure continued without issues. A replacement vizigo sheath was requested. No adverse patient consequence was reported. The bent tip issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 07-may-2024, the shaft of the sheath near the tip transition was broken with a cut and internal parts exposed. This was assessed as MDR reportable with an awareness date of 07-may-2024.

Manufacturer narrative:
The carto vizigo sheath device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned device was performed, and it was found that the shaft of the sheath near the tip transition was broken with a cut and internal parts exposed. No other issues were observed. Device history record was performed for the finished device 60000253 number, and no internal actions related to the reported complaint condition were identified. Since evidence of damage was observed on the shaft near the tip transition, this failure could be related to the issue reported by the customer. Therefore, the customer complaint was confirmed. The root cause of the damage observed could be related to the excessive force or manipulation of the device during the procedure; however, this cannot be conclusively determined. According to the instructions for use (IFU), there are some precautions on the use of the vizigo sheath: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and style on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).